Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical engineering department from the intensive care unit with a note that stated, "IV pump not infusing medication and the volume is not incrementing." No specific patient information, pump programming, or event details were available. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications.